Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie pockets were not detected on bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pockets were not detected on the bus. A field service engineer (fse) found that the half-height cubie drawer 3-2 was intermittently failing cubie pockets. The fse reseated the row board cable, the test actor band, and the ribbon cable to resolve. The drawer and cubie pockets were recovered, and the user inventoried the drawer. The system functioned as intended after the field service engineer repaired the device.